Event description:
On (B)(6) 2009, the pt's mother reported that the pt has experienced issues with the up and down buttons of his infusion device. She stated that the buttons work intermittently while he is attempting to bolus. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.